Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: not applicable as the product did not contact the patient. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following was reported regarding the packaging of the preloaded johnson (jnj) intraocular lens (iol). When the customer opened the sealed box they noticed there was no sterile wrap on the product at all. A backup lens was used and the procedure was completed successfully. The customer plans on returning the product. No further information is available.